Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a missing sleeve cover for non-patient end cannula. The following information was provided by the initial reporter. The customer stated: "the wingset needle was missing the cover." Per email: the needle in the picture did not have the protective sheath on it.

Manufacturer narrative:
H6: investigation summary: bd received two photos from the customer for evaluation. The photo was reviewed and the indicated failure mode of missing cap was observed. The photos show an open bd pbbcs device package containing a pbbcs device appearing to have the IV protector missing in the package. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure with the photos received. The root cause of the missing IV protector was attributed to the assembly process and, corrective measures have been implemented to reduce any potential future occurrences. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a missing sleeve cover for non-patient end cannula. The following information was provided by the initial reporter. The customer stated: "the wingset needle was missing the cover." Per email: the needle in the picture did not have the protective sheath on it.